Event description:
This lead was explanted due to oversensing, noise, and inappropriate shocks.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular 22 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the proximal atrial dipole was found damaged. The rubbed through insulation can be considered to be the root cause of the noise which led to shock delivery as reported in the complaint description. Consistent with the complaint text, the insulation damage was located in the area of the suture sleeve which also demonstrated signs of abrasion on its proximal end. Based on the characteristics of the analysis results, it is reasonable to assume that the lead had been subject to severe mechanical stress due to external abrasion. Constant friction against another implantable device should be taken into consideration. Further analysis demonstrated an overrotated inner coil 1.5 cm distal to the is-1 connector pin which most likely occurred during the retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.